Event description:
The patient came back from surgery and was connected to the ventilator. The therapist entered room after hearing alarms and observed a nurse manually ventilating the patient. The patient was transferred to another device. The therapist connected a test lung to the ventilator to check the function of the ventilator. The therapist reported that the initial breath provided by the machine seemed to pause for a period longer than expected. The device then appeared to be auto-cycling as the delivery was less than desired. No patient injury.